Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by mfg ¿ additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: type of investigation - additional information d9: device returned to MFR - additional information. D9: date device returned - additional information.